Event description:
It was reported via clinic notes received dated (B)(4) 2011, that the vns patient had not experienced any documented seizures since (B)(6) 2009 until he had two seizures in (B)(6) 2011. Since that time, the patient's father reported up to 30 absence seizures in a month. The clinics notes did not specify the seizure type being documented but it noted 2 seizures in (B)(6) 2010, 2 in (B)(6) 2011, 1 in (B)(6) 2011, 14 in (B)(6) 2011, 9 in (B)(6) 2011, and 6 in (B)(6) 2011. The patient was noted as previously being underweight, however this "has improved and is no longer an active problem" but they plan to monitor closely. The patient's vns is now believed to be at end of service and follow-up with the site found that the generator is believed to have been "dead" since (B)(6) 2011. A battery life calculation estimated that the generator was likely at, near, or past end of service near that time. Last known diagnostics were taken on (B)(6) 2010. Attempts for additional information are in progress.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Manufacturer narrative:
.

Event description:
Attempts for additional information have been unsuccessful to date.